Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system did not recognize the catheter. The case was completed with cryo. The patient then presented with an ischemic stroke with paralysis on the left side. A  thrombectomy was performed to treat the patient. The case was completed with cryo. No further patient complications have been reported as a result of this event. It was later reported that the balloon catheter was replaced to resolve the system notice and the patient was hospitalized as a result of the stroke with paralysis.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.